Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide and update in section d9, update section h3, and to provide the completed investigation results. The report is to provide an update to section b4 due to the date being inadvertantly left blank on the initial MDR. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when inserting the angio-seal device into the sheath, it did not give audible or tactile feedback that the anchor had been set outside of the sheath. The physician manipulated the device until it had engaged, then deployed as usual. The device seemed to deploy, and the closure was successful. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful.

Manufacturer narrative:
Patient identifier: requested, not provided . Patient age & date of birth: requested, not provided. Patient sex: requested, not provided. Patient weight: requested, not provided . Patient ethnicity: requested, not provided. Patient race: requested, not provided . Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.